Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the therapy pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly. It was determined that the communication issue between h-bridge and the ed processor designated, u21 caused the reported issue.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported during the event.